Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Additionally, a review of the complaint history did not identify any similar incidents from the reported lot. Based on the information available, the reported device damaged by another device (caused damage) was due to user technique/procedural conditions as this clip interacted with the already implanted first clip dislodging it. There is no indication of a product issue with respect to manufacture, design or labeling. The additional mitraclip device referenced is filed under a separate medwatch report number.

Event description:
This is filed to report caused damage. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. It was noted a previous cardiac surgery. The first clip delivery system (cds 90926u291) was advanced to the mitral valve; however, the clip inadvertently captured a pre-existing loose chord. The clip was deployed on both leaflets with the loose chord attached to the anterior leaflet. This resulted in the clip partially moving after deployment. Then a second cds (91226u236) was inadvertently steered down fast and interacted with the first clip. The first clip then became detached from the anterior leaflet but remained attached to the posterior leaflet (single leaflet device attachment/slda). The procedure continued and the second clip was positioned to stabilize the slda. A third cds (91209u276) was advanced to the mitral valve to further reduce mr; however, when the clip grasped the leaflets, the mean pressure gradient increased to 10mmhg. The clip un-grasped the leaflets, and the cds was removed with the clip attached. The mean pressure gradient returned to baseline. A decision was made to implant anymore clips. Two clips were implanted, reducing mr to 3+. There was no reported clinically significant delay in the procedure. No additional information was provided.